Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
A customer reported to olympus, during an unspecified operation, a portion of the sonicbeat jaw detached. The operator found the small part after they converted to open surgery. There was no report of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three (3) good faith effort (gfe) attempts were performed to determine if and when product would be returned to olympus for evaluation along with additional information associated with subject device and applicable procedure. A customer response has not been provided. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The manufacturing date cannot be identified because the serial/lot number is unknown. Based on the results of the investigation, the exact cause could not be determined. However, based on investigation results in the past, the probe might have contacted with other surgical instruments, or non-insulated area as described below. This might have caused the probe to break. 1. Ultrasonic output was activated while grasping a tissue with the tip of the grasping section. The tissue pad came in contact with the probe. As a result, the pad was worn away. 2. The tissue pad was worn away, causing the grasping section to touch the probe. 3. Ultrasonic output was activated under this situation, the scratches indicating that the probe and grasping section were in contact with each other were made. 4. The probe received an output load in ultrasonic mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 5. The probe broke when added some load. The following are the instructions for use which state: "the sonicbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g, uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. Do not activate output while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation". Olympus will continue to monitor field performance for this device.